Event description:
The following was received on a voluntary medwatch reported submitted by the institution to the FDA who forwarded the paperwork to the depuy mitek. During an arthroscopic acl procedure, a portion of the distal tip of the calibrated passing pin broke off into the bone. The fragment was not able to be retrieved; however, the facility is not reporting any pt issues due to this. The facility event reporter states that the device is not available for eval, and no lot number has been identified.

Manufacturer narrative:
This report is to document a historical event, the issue took place on (B)(6) 2009. No pt problems due to the product problem have been reported. The facility states that the complaint device is not available, which precludes conducting a root cause failure analysis. The device's lot number has not been supplied by the facility, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern anything from this. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any forthcoming information that is pertinent.